Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year 2025. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient experienced inadequate pain relief from the implantable pulse generator (ipg). It was also noted that the patient had difficulty charging and connecting the ipg to the remote control (rc) due to being severely aged and at its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.